Event description:
A customer reported that a footswitch had problems before a procedure. There was no patient involved.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on june 24, 2011. Based on quality assurance assessment, the product met specifications at the time of release. The associated system was manufactured on august 4, 2011.the root cause cannot be determined conclusively.(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).